Event description:
Customer reported that two sample results for bacteria on the uf-1000i did not correlate with the manual microscopics. The uf-1000i is reporting the samples as negative for bacteria but the manual review by the hospital staff reports them as positive. There was no report of injury for this event.

Manufacturer narrative:
Customer identified two incidents of discordant bacteria results. Customer further states that controls are within range. Reason for the discordant bacteria results is unknown.